Event description:
The customer reported that during a case, and intermittently, when the system got too warm it would not display images. No patient injury was reported.

Manufacturer narrative:
The customer has not authorized service at this time. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.